Manufacturer narrative:
Patient information currently unavailable. The reported fault was not confirmed by a ge healthcare (gehc) service representative, this failure was called into gehc technical support. The customer replaced the flow sensors, it was noted one of the flow sensor diaphragms was stuck to the top of the housing. The unit was returned to service.

Event description:
The hospital reported the unit alarmed 'inspiration reverse flow' during a case. There was no report of patient injury.